Event description:
It was reported that there was an electrogram (egm) suspension on an episode of false asystole. It was noted that there was undersensing, resulting in the episode not terminating within the allowed time and causing egm suspension. The implantable loop recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.